Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4) this was a case of a 29mm sapien 3 transcatheter heart valve in mitral position by transapical approach inside a pre-existing ring. During the procedure, it was difficult to get the valve to its target location due to anatomical factors such as severe canalization of the surgical ring. Tension was noted in the certitude catheter, and the catheter could not be moved in the desired position. It was difficult to position the valve in the annulus/ring. The valve was implanted canted and therefore the ring was not sealed. The implantation of the sapien 3 valve was considered unsuccessful as there was a large amount of leakage which was unacceptable. After extensive discussion by the heart team, it was decided that a second valve (29mm sapien 3) should be implanted as the patient was comorbid and this would be a better option than surgery. The second valve was successfully implanted without issues with a good result. There was no harm to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The complaints for paravalvular leak and malpositioned valve were unable to be confirmed due to unavailability of procedural imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Implanting valve within surgical ring in mitral position using the sapien 3 with the certitude delivery system is not indicated for use in europe region. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. As reported, "during the procedure, it was difficult to get the valve to its target location due to anatomical factors (severe canalization of the surgical ring, anatomical challenges). Tension was noted in the certitude catheter and the catheter could not be moved in the desired position, and the valve was difficult to position in the annulus/ring. The valve was implanted canted and therefore the ring was not sealed. The implantation of the sapien 3 valve was considered unsuccessful as there was a large amount of leakage which was unacceptable". Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment. In this case, due to patient's challenging anatomy, tension was built in the delivery system making difficult during valve positioning. As a result, the valve was deployed canted with one end implanted too high in the surgical ring. As such, available information suggests that patient factors (challenging anatomy) and/or procedural factors (improper valve positioning) may have contributed to the complaint event. Since the valve was deployed canted, the valve could not seal against the ring which led to the reported paravalvular leak. As such, available information suggests that procedural factors (malpositioned valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.